Event description:
It was reported that stent damage occurred. During preparation of a 4.00 x 38mm synergy ii drug-eluting stent, it was noted that the stent was damaged. The device never entered the patient's body. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. Lot number updated. Unique identifier (UDI)# updated. Device evaluated by MFR: synergy ii us mr 4.00 x 38 mm stent delivery system was returned for analysis. An examination of the crimped stent found stent damage. Stent struts from mid-section stent strut rows were noted to be lifted from their crimped position and pulled in a proximal direction. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force that could have been applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. During preparation of a 4.00 x 38mm synergy ii drug-eluting stent, it was noted that the stent was damaged. The device never entered the patient's body. No patient complications were reported.